Manufacturer narrative:
Pending evaluation.

Event description:
Surgeon needed to revise a hip stem due to calcar fracture one-month post op.

Manufacturer narrative:
Event found to be a duplicate of 1038671-2019-00614. Please disregard this submission.